Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm: revision surgery to remove three screws that had loosened post op. Per complaint form: an (B)(6) male with osteoporosis underwent revision surgery of his t10-pelvis prior fusion construct. He had implant loosening on right side at the top 3 levels (t10-t12). Viper2 set screws and viper2 cortical fix screws (3ea) were removed and a portion of the titanium rod was cut and removed. Two new screws from a different manufacturer were placed at t10 & t11 (redirected pathway). A depuy inline rod connector was placed at t10. Construct was locked, bone graft was placed and surgery completed.